Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified mid right coronary artery extending to the distal right coronary artery. A 2.50x20mm promus element ¿ drug eluting stent was advanced but was not able to cross the lesion because the distal end of this device was flared. No stent separation was reported and the stent was retrieved intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.